Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and eleven months of post deployment, an x-ray of abdomen was performed for evaluation of inferior vena cava filter. The study showed an inferior vena cava filter in place at the level of l1-l2. On review of the study, the study showed one of the filter wires extended approximately 5mm above the apex of the device as the comparison with the individuals prior studies suggested. The final impression mentioned that there was an unattached filter wire, and the filter was intact. Around, three weeks later, the patient presented for inferior vena cava filter removal and a computed tomography study was reviewed which showed filter in the inferior vena cava. Also, it was reported a small fragment near the crus the diaphragm. One of which is in close approximation to the aorta but no penetration. But was unable to visualize and all the 12 limbs of the filter appeared to be intact. The patient was scheduled for inferior vena cava (ivc) filter retrieval. Various retrieval devices were utilized to attempt to retrieve the inferior vena cava (ivc) filter. However, due to intimal hyperplasia and scarring, the inferior vena cava (ivc) filter was unable to be removed. Therefore, the investigation is confirmed for limb detachment, perforation of the inferior vena cava (ivc), retrieval difficulties and material deformation. Per medical records, various retrieval devices were utilized to attempt to retrieve the inferior vena cava (ivc) filter but were unsuccessful due to intimal hyperplasia and scarring, and material deformation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 09/2011); (manufacturing date: 09/2008). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and there was perforation of multiple struts beyond the vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The filter strut that detached is located at the posterior right crus of the diaphragm. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with history of deep vein thrombosis was scheduled for inferior vena cava (ivc) placement. The right common femoral was accessed and a venogram demonstrated no thrombus in the inferior vena cava. The vena cava filter was placed at the level of l1, below the renals. Patient tolerated the procedure well. Approximately seven years ten months a CT demonstrated an ivc filter with approximately twelve total limbs, a fragment of one filter limb was seen within the posterior right crus of the diaphragm and some penetration of multiple struts; one of which is in close approximation to the aorta but no penetration. No additional loose fragments are identified within the abdomen. Approximately seven years eleven months post ivc filter deployment, patient was scheduled for ivc filter retrieval. Access was gained via the right jugular vein. An inferior vena cavagram demonstrated no thrombus in the inferior vena cava. Various retrieval devices were utilized to attempt to retrieve the ivc filter. However, due to intimal hyperplasia and scarring, the ivc filter was unable to be removed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years ten months post deployment, a CT demonstrated a fragment of one filter limb within the posterior right crus of the diaphragm. Additionally, the CT revealed some penetration of multiple struts, with one in close approximation to the aorta but no penetration. Approximately seven years eleven months post deployment, various retrieval devices were utilized to attempt to retrieve the ivc filter. However, due to intimal hyperplasia and scarring, the ivc filter was unable to be removed. Therefore, the investigation is confirmed for limb detachment, perforation of the ivc, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011); (09/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and there was perforation of multiple struts beyond the vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The filter strut that detached is located at the posterior right crus of the diaphragm. The current status of the patient is unknown.